Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient had no pain, but had a heavy feeling in the groin area. The patient had not had any shocks. The step taken to resolve the shocking and pain was to change to program 2 and program 3. The patient was set now on program 2 and had no more shocks. It was not as effective for bladder control. The circumstance that led to the shocking and pain was walking and standing. The patient walked every day, but had not for the last 10 days. It didn¿t work like it had in the past. When the patient got the urge to go, they needed to go to the bathroom now or they had an accident and they were embarrassed. Yesterday someone came to the patient¿s home and they needed to go to the bathroom and didn¿t make it. The patient was embarrassed and did not go back to talk to them and had to change clothes.

Event description:
The patient reported being suddenly shocked in the groin about a week prior to the report. The therapy was on, and it was indicated that the issue was related to positional movements. The patient mentioned they were walking when they got electrical shocks in their groin, and then it stopped. Yesterday when they were sanding a board, the device turned off, turned back on again, and shocked the patient. It was noted that the stimulation was on, and it seemed like everything was ok to the patient; the batteries were half full. The patient stated that they went to a hospital in (B)(6) 2016 to check a growth in their stomach with a scope , and that was the only emi that they were around. It was noted that the patient had this done before and it never affected them. It was further reported that the patient felt pain in their penis two to three weeks prior to the report, but hadn't felt it since. Additional information received from the healthcare professional indicated that the shocking had not recurred, and both the shocking and pain were resolved. The patient was still using the same program. The cause was not determined. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.